Event description:
The customer reported that the cassettes on the unicel dxh 800 coulter cellular analysis system were wet with fluid after processing patient samples. The customer also reported discovering fluid on the floor under the mixing station of the instrument. The customer indicated that the instrument did not generate any errors or alerts for this event. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. The customer verified the patient results on an alternate dxh analyzer and stated that no patient samples were affected by the leak and no erroneous patient results were generated. There was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse confirmed the leak coming from the probe waste tubing which was disconnected from fitting at quick disconnect qd421. The fse reconnected the tubing to the fitting to resolve the leak and verified repair per established procedures. Failure mode of the leak is attributed to a disconnected tubing from fitting at quick disconnect qd421. Beckman coulter internal identifier for this report is (B)(4).